Event description:
It was reported that during an unknown procedure, there were cracks and breaks in the device. There was no patient consequence. The case was completed with another device of the same product code.